Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2011, while performing tunneled dialysis catheter placement, the plastic tunneled sleeve cracked, but did not break apart, as it was being tunneled through the skin. The procedure was successfully completed with another catheter. There was no harm to the pt and no further medical intervention was required.